Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's (B)(6) scs system was explanted due to the need for an MRI. Prior to this event, it was reported the pt lost the ability to communicate with the ipg. Attempts were undertaken on (B)(6) 2012, to establish communication utilizing a new programmer; however, this intervention proved unsuccessful.